Event description:
It was reported that the insulin pump alarmed button error. The device might have been exposed to moisture of perspiration. The customer's blood glucose was 130 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.